Event description:
Information received from the field does not address the patient's clinical status but notes intermittent loss of atrial capture. Unipolar impedance was 226 ohms and bipolar impedance was 362 ohms. After attempts to alleviate the loss of capture through programming, the physician opened the pocket. After the setscrew was tightened, atrial capture was 0.75 v and sensing was at 2 mv. Atrial and ventricular impedances were still <300 ohms.